Event description:
It was reported that 7 days after the carotid stenting procedure using the accunet embolic protection device and a non-abbott stent in the right common carotid artery, the pt had a left sided stroke with right hemiparesis and was admitted to the hospital. The CT scan showed an acute infarct in the left posterior cerebral artery. On (B)(6) 2010, the pt awoke from her sleep with coughing, shortness of breath, slurred speech, confusion, headache, lethargy, and urinary incontinence. The pt was given subcutaneous heparin injections to prevent deep vein thrombosis. The pt was also diagnosed with dementia likely secondary to ischemia. The pt was transferred to a rehabilitation facility for physical and occupational therapy on (B)(6) 2010. The pt was discharged from rehabilitation on (B)(6) 2010, in guarded condition. Four days after the carotid procedure, the pt was thought to have had a transient neurological change, but the physician determined that there was no permanent change at that time. There was no treatment provided on (B)(6) 2010, for this transient neurological change. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device was not returned. The lot number was provided. A f/u report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, pain (head) and neurological deficit/dysfunction are listed in the product instruction for use (IFU) as potential adverse effects. The therapy/non-surgical treatment and hospitalization are a result of the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.